Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the pump determined it was used to infuse lioresal (2000 mcg/ml, 840.6 mcg/day). The pump was returned, and analysis found overinfusion with an undetermined root cause. The catheter was returned, and analysis found a user related hole in the catheter body. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via manufacturer representative. It was reported that there was a loss of therapy. The patient didn't realize normal battery depletion and wanted an analysis. The doctor agreed to do it. There was no indication of malfunction. No further complications were reported. Additional information was received from the manufacturer representative. It was reported that there wasn¿t a loss of therapy due to the pump at all. The physician just elected to replace the pump a little bit before it reached eri (elective replacement interval). The catheter was replaced as well. The patient was doing well. No further complications were reported.